Event description:
The customer reported that the insulin pump alarmed no delivery during prime. Customer stated that he tried to do set change and got no delivery alarm. Troubleshooting was done. Customer's blood glucose was 209 mg/dl. Customer stated the alarm was resolved by a complete set change. Customer will return the set and reservoir for analysis . The customer was advised that the set and reservoir would be replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.